Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting noise in the right ventricular (rv) and shock channel. The noise was reproducible through isometric maneuvers. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and the right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.